Event description:
It was reported that this right ventricular (rv) lead was an attempted implant as the lead exhibited failure to capture. It was also noted that fluoroscopy was performed but no dislodgement was confirmed. It was noted that when this lead was being removed in order to be repositioned the helix would not retract, and tissue was stuck in the helix. This lead was removed prior to pocket closure and replaced. No adverse patient effects were reported.